Event description:
The patient reported that during the timeframe of 7/30/2021 to 8/10/2021 (exact date unknown) the adhesive pad did not stay attached to the body for six of their v-go 40 devices used. The patient reported that they followed proper fill, wear, and go procedure and is an active individual however the last box of v-go devices they received the adhesive is not as sticky as usual. The patient wears their v-go device on both abdomen and arm and has been using v-go device for about 6 months. The devices are not available to be returned because they were discarded.